Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse confirmed that the screen was initially white and then goes black after the unit is turned on. To fix the issue, the fse replaced the video receiver board, powered the unit back on and confirmed that the display was visible and fully functional. The fse performed all calibration, functional, and safety tests to factory specifications. The unit passed all testing to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen went white when turned on while the customer was performing a routine check. There was no patient involvement, and there was no adverse event reported.